Event description:
The consumer alleges the back of her chair reclined on its own, injuring her neck and back. No serious injury is alleged. Chair is still in use.

Manufacturer narrative:
No RMA has been issued for the return of components or the device. Chair is still in use. Controller electronics are enclosed in a metal case which does offer some protection against fluid ingress. Electronic malfunctions within the controller, including any debris that may result, are well contained within the metal enclosure of the device. As in many electronic component failures, some degree of smoking likely occurred however this is not an indication of sustained combustion. Malfunction has not been established. If device is returned and the evaluation suggests a differing conclusion this decision will be reviewed.